Event description:
Patient was a rapid response team (rrt) call for hypotension and bleeding; wanted to put patient on EKG monitor. Patient was placed on lifepak. Lifepak was not working. The service light was lit red. When placed leads on patient, leads would not pick up.